Event description:
It was reported that the deep brain simulation dbs clinical study patient developed moderate impulse control disorder ICD. The patients dopaminergic medications were reduced and the device stimulation was reprogrammed. The physician assessed the patient had previous susceptibility to ICD and that the patients treatment for parkinsons which includes sifrol and stalevo can promote ICD. Additionally, the device stimulation cannot be ruled out as a factor since the medicines were reduced, the stimulation was increased, and the ICD persisted. The patient will continue to be monitored.